Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The monitor reset after delivering a pulse during incoming pulse testing. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor computer/analog pca. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue, a reportable problem was identified. The monitor reset after delivering a pulse during incoming pulse testing.